Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and walked caller through pump reset, after which the pump no longer displayed cgm error code and caller successfully started sensor session.